Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of a random loss of monitoring for telemetry patients on the xhibit central station. The message displayed in the patient zones that the telemetry channels were offline. No injury was reported with this event.

Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue. Investigation findings show that a corrupted file was the cause of the receiver shutdown. This issue has been corrected. This report is complete and this particular issue is considered closed.